Manufacturer narrative:
This event was confirmed through radiographic images. The devices were not returned therefore no evaluation could be performed.

Event description:
At approximately six weeks post-operatively, loose locking screws were noted on routine radiographic follow-up within a multi-level cervico-thoracic construct. A surgical procedure was performed to remove and replace these locking screws and the rods in the construct.